Event description:
Per the clinic, the patient developed an infection resulting int he decision to explant the devicethe device was explanted (B)(6), 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Correction: the brand name is nucleus 24 auditory brainstem implant system not nucleus 24 channel cochlear implant system as previously reported. (B)(4).